Manufacturer narrative:
(B)(4). Foreign source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty procedure. Instrument fractured and piece was retained in patient. Surgeon re-opened patient and explanted fractured instrument. Attempts to obtain additional information was made; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and no discrepancies were found. Complaint sample was evaluated and the reported event was confirmed. As returned, approximately .750 of the distal end is fractured and missing. The cutting edges are dull and damaged. Wear & tear is seen that indicates repeated use during a potential field age of approximately 3 years 7 months. It's unknown how many times it had been used. Root cause was unable to be determined. The issue is being farther investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.